Event description:
Health professional reported that there was an alleged lap-band "leak" and "break in tubing apparent during surgery." The pt reported a "sudden loss of satiety." A fluoroscopy was conducted and was "inconclusive for [a] leak visually." The physician "could not withdraw all of [the] contrast inserted suggesting a leak." At a later appointment, the pt had no "volume in band indicating a leak." Only the tubing was explanted and replaced. Follow up findings: health professional reported the pt "gained weight" after the leak was noted. The reporter had no further info regarding the device serial number.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter had no further info regarding the device serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the possible outcome of inadequate weight loss as follows: "caution: insufficient weight loss may be a symptom of inadequate restriction (band to loose), pouch or esophageal enlargement, and may be accompanied by other symptoms, such as heartburn, regurgitation, or vomiting. If this is the case, inflation of the band would not be appropriate."